Event description:
Caller alleged discrepant inratio2 results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 4.5, lab: 2.2. Time between testing was 2 hours. Pt's therapeutic range was 2.5-3.0.

Manufacturer narrative:
Investigation pending.